Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump, battery cap contact missing or damaged and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. The troubleshooting was performed but the issue was unresolved. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly upon battery installation with a replacement battery cap. Unit passed displacement test, self test, active current measurement test, and sleep current measurement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Display showed no anomalies and stayed powered on. Unit received with battery cap contact missing, stained keypad overlay, cracked case on battery tube, cracked case-corner of belt clip rails, and pillowing keypad overlay. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Blank display was not confirmed due to unit powering up properly. Battery cap contact was missing and replacement cap was used to conduct testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.